Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8870, product type: software. (B)(4).

Event description:
A healthcare provider reported a pump memory error after a catheter dye study was performed (the study results were normal). The error was ¿pump memory error, pump and catheter data invalid¿. It was determined that the software in the 8840 was it was reviewed that a new software card was needed. The patient was to be reprogrammed at the office instead of the surgery center. The medication used within the system was baclofen.